Event description:
A malfunction was reported on the pump, identified with a malfunction code and resettable fault ID. There was no adverse impact on the customer's blood glucose level, as it remained within a safe range. Technical support assisted the customer with resetting the pump, which resolved the issue, and the customer was advised to continue using the pump and call back if the malfunction recurred.